Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. The customer was able to reload a cartridge successfully.

Manufacturer narrative:
Tandem's user guide states the efficacy of your t:slim pump cannot be guaranteed if cartridges are filled more than once. The reuse of cartridges may result in over-infusion or underinfusion and may cause serious injury or death. The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.